Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead had experienced a possible syncopal event. Noise was observed which was oversensed and resulted in pacing inhibition in this pacer dependent patient. An invasive procedure was performed. The device was explanted and the lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.